Event description:
As reported by the user facility: there was a needle stick to nurse who used product. The nurse didn't know how to operate product and got stuck. While removing it from the pt. Treatment unk. Add'l info received from the facility indicates that the needle was inserted without appropriate instruction prior to use. The nurse tried to pull out the needle with the wings down and wiggling it back and forth. Bloodbourne pathogen testing was done per hospital protocol and all results were negative. No further follow-up treatment was required. Although the exact lot number of the device used is unk, the lot number on the shelf was wm37.

Manufacturer narrative:
The actual device in the reported incident was not returned for eval. Without the actual sample a thorough investigation could not be performed. However, the reporting facility does acknowledge this issue was attributed to user error. The facility report indicates that the needle was used without following the appropriate instruction prior to use. It should be noted that the safety huber is designed to reduce the risk of needlestick injuries when operated in accordance with the instructions for use (IFU). The IFU supplied with this product indicates: when removing whin safe safety huber needle set: stabilize port by placing two fingers on the base of the whin safe. Withdraw the needle by pulling straight up on the wings on the whin safe. Once the needle passes into the safety housing, an audible click will be heard indicating that the safety clip has activated, safely securing the needle inside the safety housing. Additionally, two inservices have been scheduled to take place at this facility in order to provide further instruction on product usage. One on (B)(4) 2011, which was conducted, and a second is scheduled for (B)(4) 2011. All available info has been forwarded to the actual MFR, (B)(4). A follow up report will be filed if add'l pertinent info becomes available.